Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited no disposable camp tubing. No patient was involved in this event. No adverse effects were reported.